Event description:
It was reported that during an implant procedure, the right atrial lead would not stay in place, even when the helix was extended and even when multiple locations were attempted. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. The connector was bent and there was body tissue/fibrotic growth on the distal electrode. Visual analysis noted apparent implant damage and the lead was stretched. (B)(4).